Event description:
Pt came in for an abdominal CT. 22g IV started in right lower forearm. IV flushed well. Pt had very fragile veins. Power injector rate was lowered to 1.2 cc/sec. From the normal rate of 1.8 cc/sec. When the injector was started, the vein infiltrated. 5cc's were delivered. Rn notified. Warm compress applied.